Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior, opening crease smooth on anterior and brown particles on fill channel and inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. An opening crease smooth on anterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.